Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tw power supply was not delivering energy to the vasoview hemopro 2. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.